Event description:
It was reported that the implantable pulse generator (ipg) was flipping around the pocket site which caused difficulty charging. It was also noted that the ipg placement around the conus would cause a dramatic change as the patient would lose relief when turning down the stimulation to avoid tingling sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.